Event description:
Additional information received reported the patient received assistance from their health care provider (hcp) or manufacturer representative on 2014 (B)(6) and their concerns were resolved.

Event description:
It was reported that a patient had loss of stimulation last night and was in pain. The patient stated he thought his implantable neu rostimulator (ins) battery was depleted. It was stated that the patient saw an ins off message. It was stated that the patient turned stimulation on and he was able to feel stimulation again. It was noted that this action resolved the reported issue.

Manufacturer narrative:
Concomitant products: product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 37746, serial# (B)(4), product type: programmer, patient. (B)(4).